Event description:
A patient (age and gender unknown) underwent a therapeutic ercp procedure for treatment. The stent was successfully deployed without issue. The clinician encountered difficulty when attempting to remove the stent delivery system over the hydra-jag guidewire. The hydra-jag had become caught on the delivery system. The clinician successfully removed the delivery system and guidewire together. The patient did not sustain any ill effect as a result of this issue. The stent was placed without issue. The patient condition is noted as stable.